Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for unspecified bacteria during a routine surveillance culturing test at the facility. The facility did not provide other information on the number of bacteria and the location where the bacteria detected. It was reported that the user facility had reprocessed using a non-olympus endoscope reprocessor (soluscope s4) with peracetic acid. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. Olympus followed up with the user facility to obtain additional information. It was reported that the subject device tested positive for following number of bacteria during the surveillance culturing test at the user facility. On (B)(6) 2018; enterobacter cloacae (1cfu/100ml). On (B)(6) 2018; enterobacter cloacae (>67cfu/100ml). The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. The exact cause could not be determined.